Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/03/2017 with the following findings: on examination, the keypad cover was intact and without damage. On testing, all the keypad buttons demonstrated normal response. The keypad cover was removed for investigation and revealed no contamination on the contacts of the keypad buttons. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.